Event description:
This report summarizes one malfunction event. A review of the events indicated that model 1816sk biopsy instrument experienced an alleged coaxial break. The coaxial reportedly broke outside of the patient, reportedly,the procedure was completed with another device. The report was received from one source. This event involved one patient with no reported patient injury, the patient is female; however, age and weight were not provided.

Manufacturer narrative:
H10: of the one reported complaint, the device was returned and lot history review was performed. Coaxial cannula needle was returned broken in pieces identified. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 1816sk biopsy instrument experienced an alleged coaxial break. The coaxial reportedly broke outside of the patient, reportedly,the procedure was completed with another device. The report was received from one source. This event involved one patient with no reported patient injury, the patients sex, age and weight were not provided.

Manufacturer narrative:
H10: of the one reported complaint, the device was not returned and lot history review was performed. Coaxial cannula needle was returned broken in pieces identified. A root cause has not been determined. The device was labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 1816sk biopsy instrument experienced an alleged coaxial break. The coaxial reportedly broke outside of the patient, reportedly,the procedure was completed with another device. The report was received from one source. This event involved one patient with no reported patient injury, the patient is female; however, age and weight were not provided.